Event description:
The reporter stated the surgeon implanted an aa4203tl silicone single piece lens with toric optic. Patient stated his vision was distorted and was unhappy with the lens. The surgeon removed the lens. Further information has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search, a specific root cause of this event could not be determined, #(B)(4).

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found pieces of plate haptic and piece of optic are torn off and missing. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: reportedly silicone single-piece lens with toric optic was explanted on a different surgery date to address patient dissatisfaction with vision "distorted". Before the intervention patient was offered to consider piggyback implantation but he rejected that option. Despite multiple attempts no information was received from the surgeon. The reassessment will be performed when (if) additional information is received. Conclusions: based on the complaint history, lens work order search, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined.